Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.correction: the sample was not received for evaluation. The return date of (B)(4) 2013 was incorrectly inputted in the initial medwatch report.

Event description:
The customer reported to baxter (B)(4) of a solution set in which the connector broke. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.